Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, general login delays from ID entry to bio ID prompt. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the login was failed. A technical support specialist (tss) reviewed the pyxis environment for common variables affecting login function but could not determine any interruption to login causing any notable delays. After that there was no further examples provided of issue being observed. The system functioned as intended.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, general login delays from ID entry to bio ID prompt. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.